Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications. The explants have been returned and investigated. It was found that in both explants, the screw body was broken near the screw head while the screw head remained captured inside the tulip. Since there are no available imaging of the patient or other clinical information, it is difficult to determine the reason for screw breakage. Occurrence of premia spine's pedicle screw breakage (less than 1%) is lower than the average rate reported in the literature which ranges up to 21%. Furthermore, the current revision rates associated with the promis system is within the anticipated and reported rates in the literature for similar systems. If additional information becomes available, a follow up report will be submitted.

Event description:
The company received two broken pedicle screws that were explanted in a revision surgery of the promis system in the us. The explants arrived in a plastic container, labeled with the patient initials and date of birth which allowed traceability to the original procedure. The original procedure was performed on 02.05.2016 and was a 5-level fusion from l2 to s1. The involved screws (7.5x45mm) were implanted in the s1 level. No additional information is available regarding the original or revision surgeries, patient's clinical background and other relevant clinical information despite multiple attempts to receive information from the surgeon who performed the index and revision surgeries.